Event description:
A malfunction with code ¿malf 9¿ was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue happens again.